Manufacturer narrative:
On 8/13/2019, the mentor failure analysis lab has received the device for evaluation. On 8/20/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant was confirmed to be ruptured via MRI, but was intact upon explantation. Concomitant products: 405cc mentor memorygel breast implant, catalog: smpx405, lot: 7620553, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 405cc mentor memorygel breast implants, was diagnosed with a ruptured left side implant via MRI. However, upon implant explantation on (B)(6) 2019, it was discovered that the implant was intact. As a result, the patient underwent bilateral removal and replacement with two 405cc mentor memorygel breast implants.